Manufacturer narrative:
The pt flew cross-country to san francisco several days post-injection where she developed further swelling. She saw a physician in the hotel who treated her with an antihistamine and antibiotic, amoxicillin as a precaution. At the end of her stay, she developed major swelling, itching and hives in the under-eye region. Upon arrival in boston, she sought treatment at the emergency room where she was kept overnight for observation. She was prescribed prednisone and is now doing fine with no complications. The pt has had previous allergic-type reactions to chinese food in the past and stated she had been to a (B)(6) while on vacation. The pt had no signs of infection. The physician will provide skin allergy testing if the pt desires. It is unk if the event is radiesse-related. A review of the device history records indicates the reported lot #1013015 met all specifications prior to release.

Event description:
Physician reported a pt injected in the malar and infra-orbital areas with radius developed angioedema with one eye swelling shut 10 days post-injection.